Manufacturer narrative:
The serial number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after a biopsy procedure, the device was removed from the pt and on the second prime, the slide would not lock into place and the device fired on its own. There was no reported patient or user injury.